Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal to distal left circumflex artery. The lesion was ablated with an unspecified rotational atherectomy device and poba was performed several times with a 2.0 x 15 mm nc quantum apex balloon several times. The 3.0 x 15 mm nc quantum apex mr balloon catheter was chosen for a size up. The balloon was inflated at 16 atms and ruptured on the 1st inflation. The procedure was completed with an unspecified non bsc balloon. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal to distal left circumflex artery. The lesion was ablated with an unspecified rotational atherectomy device and poba was performed several times with a 2.0 x 15mm nc quantum apex balloon several times. The 3.0 x 15mm nc quantum apex mr balloon catheter was chosen for a size up. The balloon was inflated at 16atms and ruptured on the 1st inflation. The procedure was completed with an unspecified non bsc balloon. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: there was contrast in the balloon. Magnified inspection revealed a longitudinal tear in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).